Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the superficial femoral artery (sfa). A 6.5x60mm supera peripheral self-expanding stent system (sess) was advanced to the target lesion, and deployment initiated, but the stent would not release from the delivery system. It was suspected that the stent remained in the sheath, making it difficult to release from the delivery system. Three to four attempts were made and the stent finally released from the delivery system and was implanted successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult/delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or other devices resulted in the ratchet being unable to properly engage and fully release the stent from the delivery system; thus resulting in the reported difficult or delayed activation. As reported, after three to four attempts were made the stent finally released from the delivery system and was implanted successfully. There is no indication of a product quality issue with respect to manufacture, design or labeling.